Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump under delivering insulin and had blood glucose level is high. Customer stated that the pump is not giving the right alarms for detecting insulin flow block alarms. Customer waited to eat and she checked her blood glucose was 274 mg/dl. Customer stated that the pump is not giving the right alarms for detecting insulin flow block alarms. Customer has been having problems with high blood sugars for months. Customer had blood glucose of 77 mg/dl. Customer current blood glucose was 202 mg/dl. Customer reports the following symptoms related to their high blood glucose was nausea, confused, and sleepy. Customer treated for high blood glucose with bolus with the pump. After performing manual prime/fill tubing with current set, the customer reports insulin exited at the qr. Customer is using a cannula based infusion. Customer is unable to remove/change set at this time. Customer wishes to check basal rate settings for accuracy. Customer assisted with performing the high performance test and result was passed. The insulin pump will not returned for analysis.